Manufacturer narrative:
(B)(4). Date sent: 10/9/2020. Investigation summary: the analysis results found that the d5st device was returned inside its package. The package was returned partially opened. Upon visual inspection, it was observed that the tyvek from the packaging was damaged and the damaged was noted to be from the outside in. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. Iit appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the packaging had a hole. There were no patient consequences reported. No additional information is available at this time.